Event description:
Pt found unresponsive outside home. Had been using snowblower. Was in ventricular fibrillation. Lifepak 12 used 3 times to defibrillate pt. After 3rd time pt was noted to have bradycardic agonal rhythm with weak pulse. Numerous attempts made to use pacemaker function of lp12 but each time an attempt made to set the rate, an error message was received. All connections appeared to be intact and leads were properly placed. Approximately 15 error messages were received. Pt transported to hospital. Attempts at resuscitation were continued but were not successful.